Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 7b7221 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cysts") and nausea ("nausea") and was found to have weight increased ("weight gain/excessive weight gain"). On an unknown date, the patient experienced migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, vaginal discharge, ovarian cyst, migraine, nausea and weight increased had not resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, migraine, nausea, ovarian cyst, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 220 lbs (99.8 kg). Plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, vaginal discharge, weight gain, ovarian cysts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Laparoscopy - on (B)(6) 2017: postop diagnosis: chronic pelvic pain, history of essure procedure, pelvic adhesions. Description of procedure: extensive and dense adhesions between the anterior surface of the uterus, the anterior abdominal wall, and the bladder. The fallopian tubes were then dissected out using the ligasure device and essure device was noted to be in the tube. Lot number 7b7221 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-jul-2021: medical record received. Patient's demographic updated based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 7b7221 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced ovarian cyst ("ovarian cysts"), 3 years 9 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, dysmenorrhoea, weight increased, vaginal discharge, ovarian cyst and abdominal pain had not resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, migraine, nausea, ovarian cyst, pelvic pain, vaginal discharge and weight increased to be related to essure. Lot number 7b7221 is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 7b7221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced ovarian cyst ("ovarian cysts"), 3 years 9 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, dysmenorrhoea, weight increased, vaginal discharge, ovarian cyst and abdominal pain had not resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, migraine, nausea, ovarian cyst, pelvic pain, vaginal discharge and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs received : previously reported event "medical device removal" updated to "pelvic pain", events- "migraines / headaches, abnormal bleeding (general), nausea, dysmenorrhea (cramping), weight gain, vaginal discharge, ovarian cysts, abdominal pain, plaintiff did not undergo essure confirmation test", reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 7b7221 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced ovarian cyst ("ovarian cysts"), 3 years 9 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, dysmenorrhoea, weight increased, vaginal discharge, ovarian cyst and abdominal pain had not resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, migraine, nausea, ovarian cyst, pelvic pain, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pfs received. Injury nos replace with new event medical device removal. Date of birth added, insertion date updated, removal date, product information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.